Event description:
It was reported the pt experienced a loss of the pain relief in her back and legs that she had previously. The pt experienced the return of pain after her last reprogramming session 2 1/2 weeks prior. Additional info received indicated the pt had been seen a couple of times for reprogramming and also had a revision of her scs.